Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It had been reported that the gastrointestinal videoscope had a distal cap attachment that was left on the scope after a procedure, and it had been reprocessed with the scope. The event had occurred after a diagnostic endoscopy procedure. Upon completion of procedure, the device had no longer been used on the patient. The intended procedure had been completed using a similar device. There had been no reports of patient harm.